Event description:
During the procedure a dissection and side branch occlusion occurred that was treated with another stent. The pt also had elevated cardiac enzymes post-procedure. The pt presented to cath for elective treatment of 2-vessel disease in the lad and circumflex. Pre-procedure medications included asa and plavix. Intra-procedure medications included thrombin inhibitors and angiomax. Pci was performed on a 70% de novo lesion in the 2nd diagonal of 15mm in length in a 2.5mm diameter vessel. There was little to no calcification. Direct stenting was performed with a 2.5/18mm cypher stent. Angiographic success was achieved for this lesion. Residual diameter stenosis measured 0%. Timi ii flow were recorded pre and post-procedure, respectively.